Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The channel cleaning brush could not be inserted at all due to the crushed forceps channel. The insertion part tube was crushed due to an external factor. The curved rubber was elongated due to handling factors. The curved rubber adhesive was missing. There were spots on the image guide bundle. There were scratches on the operation part, eyepiece, grip, angle lever, up/down plate, and vent under the grip due to external factors. There were scratches on the light guide cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the wire was damaged on the tracheal intubation fiberscope. No patient harm reported. During the evaluation of the device, it was noted the coating was peeling off the insertion tube. This report is to capture the reportable malfunction of peeled coating on the insertion tube noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred during preparation for use. The procedure was completed with a similar scope. There was no effect on the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a specific root cause cannot be identified, but it is likely the event occurred due to stress of repeated use, external factors or handling. Olympus will continue to monitor field performance for this device.